Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temp sensing cable was giving incorrect readings. The complainant alleged that the readings varied greatly.

Manufacturer narrative:
Received 1 used temperature sensing extension cable only. Visual inspection noted no obvious defects. In order to verify the electrical continuity of the cable the following functional test was performed: closed circuit of the extension cord. Set the multimeter to continuity mode. Touch the probes together. Connect the probes to the end of extension cord. Verify electrical continuity. During the test the electrical continuity of the cord was found to be within specifications. A dimensional evaluation found that the device was within specifications. The lot number was unknown therefore the device history record could not be reviewed. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: for use with compatible 400-series temperature monitors do not autoclave or sterilize the monitor cable by ethylene oxide. Wipe the monitor cable with a soft cloth using a solution of mild detergent and warm water or disinfectant. Dry thoroughly." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.